Manufacturer narrative:
Tried to contact customer on several occasions with no response - called several times and sent letter. No add'l info nor parts have been made available at this time; therefore, no definitive conclusion can be reached. Should either become available, a supplemental medwatch will be filed at that time.

Event description:
Customer reported the transformer is 1 years old and got hot, burnt wires and shorted out.